Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone14.6 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the cannula hit a blood vessel upon pod application which resulted in blood blocking the fluid path. This led to the patient¿s blood glucose levels increasing to approximately 280 mg/dl after less than one hour of pod wear. It was confirmed that the omnipod system displayed a blockage alarm at the time of the event. The patient further stated that the issue was identified prior to administering a bolus dose. There was no medical intervention reported in relation to this event.